Manufacturer narrative:
The ccc connected to the instrument via remote connection. The ccc checked the aptio tube log, which indicated conflicting check points when following the sample timestamps. The ccc ordered a sample delivery from the refrigerated storage module and the customer grabbed the tube. The customer then looked around the laboratory and found a second tube with the same sample identification and label on it. Ccc explained that both tubes with the same sample ids were loaded on the track around the same time, which explains the out of order event in the tube log. The customer stated that both samples were from the same patient and the cause of the tubes having the same sample identification numbers were a user error. The customer believes the specimen in one of the tubes may have had an issue that would explain the unexpected high results for some of the tests, such as glucose. No further details regarding the error were provided by the customer. The cause of the discordant patient results were due to a user error sample handling issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc). Sample ID (B)(6) was loaded on the aptio automation system. Results obtained on a dimension vista instrument for the patient did not match the patient's condition. The discordant results were not reported to the physician(s). A second sample from the patient was run on another dimension vista instrument, and results obtained were more consistent with the patient's condition. There are no known reports of patient intervention or adverse health consequences due to the discordant results.